Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A functional test was performed inner cannula was inserted into the outer cannula and the inner cannula protruded out of the outer cannula and this protrusion was out of tolerance. It was reported that the tracheostomy tube's cannula was found longer than the tube. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use the 15mm cap only with the shiley cuffless fenestrated, cuffless, fenestrated low pressure cuffed, disposable cannula cuffless, disposable cannula cuffless fenestrated, as well as the shiley pediatric and neonatal tracheostomy tubes. Prior to attaching the 15mm cap make sure that the fenestration(s) are not occluded, the cuff is completely deflated and that there is sufficient airway for the patient. Verify that the 15mm cap is attached securely after each use. If parts become worn or loose, immediately report this to your physician for prompt replacement of the tracheostomy tube. Remove the 15mm cap immediately if the patient has difficulty breathing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the patient had a pain complaint in the trachea. The tracheostomy tube's cannula was found longer than the tube.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.